Manufacturer narrative:
On 10/27/15 part number was received, complaint histories were run, and part 03.010.404 was determined to be reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: DHR review for part#03.010.404 lot#u131785, release to warehouse date: march 10, 2011, supplier - orchid unique, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail insertion, while the surgeon was disconnecting the connecting screw, it was and noted that it was difficult to loosen the connecting screw. The surgeon was using a ball hex screwdriver to loosen the screw at this time. The surgeon used an 11 millimeter wrench to increase the torque and was able to loosen the screw successfully. The wrench was immediately available. There was no surgical delay. The surgery was completed successfully. This report is 1 of 1 for (B)(4).